Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received emergency medical assistance and got hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 500 mg/dl at the time of the incident. The customer was given manual injections to treat. The customer experienced symptoms such as nausea and vomiting. The customer was wearing the insulin pump during the incident. The customer's parents noticed the set cannula was bent and there were no alarms, and the pump alarmed with hardware low level failures during a self test. Troubleshooting was completed but did not resolve the issue. The customer had a high of over 400 mg/dl on (B)(6) 2018. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08680 inches. However, hardware low level failures alarm confirmed in the pump history due broken trace keypad assembly. The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report.